Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). No anomalies found; full lead returned and analyzed.

Event description:
It was reported the lv lead was explanted due to dislodgement. No patient complications were reported as a result of this event.